Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump had a recurring unexpected restart alarm. The customer¿s blood glucose was 96 mg/dl at the time of incident. Customer's parent stated that the insulin pump alarmed unexpected restart after the previous troubleshooting and after battery has been changed. Customer's parent also reported to have experienced a blank display issue and no troubleshooting was performed. The customer's parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Unable to confirm low battery alert, signal too low alarm, unexpected alarm and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, missing drive support sticker and minor scratches on display window noted.